Event description:
It was reported that this patient received a shock from a wall outlet they were working on and believed this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) then shocked them. Technical services (ts) referred this patient to their physician. Review in latitude nxt revealed one shock from this s-ICD system in which noise that was oversensed, was observed. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.